Event description:
A report was received on (B)(6) 2024 from a nurse manager at a critical care facility stating a dialysate bag leaked when initiating renal replacement therapy on (B)(6) 2024. There was no report of adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.